Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted. At the one year follow up appointment that took place 365 days post procedure, transesophageal echocardiography (tee) revealed a thrombus on the mitral side of the closure device shoulder to the threaded insert. The closure device had a small mitral shoulder. The patient was placed on oral anticoagulants, and was scheduled to follow up for an additional tee approximately three months following the discovery of the thrombus.